Manufacturer narrative:
Device evaluation summary: during evaluation of the sample it was noticed a parallel lines of shell wear were observed on the anterior aspect, suggesting in-vivo folding or creasing of the device and an area of siltex cracking was noted in the posterior view. Leak testing was performed and it revealed a tear within siltex cracking measurement approximately less than 0.1 cm .no other anomalies were observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with mentor siltex round moderate profile 475cc saline breast implants which bilaterally deflated after implantation. Patient noticed visible right side deflation. As a result patient underwent bilateral removal and replacement with different gel devices from allergen on (B)(6) 2019. This report is for the left side.